Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation, however, the device was unable to cross lesion. Subsequently, blood flowed into the inflation lumen and it was believed that the balloon was ruptured. No segment of the balloon was detached inside the patient. The procedure was completed with another of same device. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a circumferential tear in the balloon wall at the distal end of the balloon that went half way around the balloon. The balloon was bunched and presented no irregularities in the balloon material that could have contributed to the damage. The markerbands presented no damage or irregularities in the marker that could have contributed to the damage. Microscopic examination revealed that the tip of the device was damaged and majority of the outer and inner shafts were buckled and twisted. There was a 0.5mm hole in the outer shaft 1 mm distal of the end of the hypotube. There were numerous kinks in the shaft proximal of the exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery (sfa). A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation, however, the device was unable to cross lesion. Subsequently, blood flowed into the inflation lumen and it was believed that the balloon was ruptured. No segment of the balloon was detached inside the patient. The procedure was completed with another of same device. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).